Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump and reservoir cannot stay in. Customer cannot recall their blood glucose reading. Troubleshoot was performed. Customer had crack on the reservoir. Customer stated that the reservoir damaged. Insulin pump will be returning for analysis